Event description:
It was reported that the atrial lead exhibited loss of capture even at 7.5 v, 1.5 ms. X-ray revealed that the tip of the atrial lead extended beyond the cardiac silhouette. The patient's pulse generator was reprogrammed from ddd to vdd mode. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.